Event description:
On 7/1/96 pt noticed a change in left breast. Pt described her findings as "a dished out section and a lump on inner side of breast, felt like it was folded on self." Pt notified her physician 7/2/96 and 7/3/96 she had surgery for exchange of ruptured left breast implant with saline implant.